Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-operative device check the following day, no sensing and loss of capture was observed. Lead dislodgment was noted on chest x-ray. Lead was repositioned. Patient¿s condition was stable. Patient was discharged with no further complications.